Manufacturer narrative:
The device was received for evaluation in its unopened package. Visual inspection revealed two foreign particles, one loose and one under part of the bubble seal package. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material, ¿like a wooden chip¿ was found in the needle of a self-righting luer lock tip cap. This was discovered prior to use. There was no patient involvement. No additional information is available.